Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported a patient underwent an initial left partial knee arthroplasty on an unknown date. Subsequently, the patient was revised to a total knee on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient who enrolled in a clinical study and underwent a left partial knee arthroplasty was revised approximately four (4) months post-implantation due to insufficient medial collateral ligament. It was further reported the ligament may have inadvertently been damaged during the initial procedure, contributing to the insufficiency.